Event description:
A customer contacted beckman coulter inc. (Bci) stating that the synchron lx20 analyzer was generating waste sump errors and that the hydro was leaking. Per the customer, the leak was confined to the hydro tray but could not locate the source of the leak. No injury or operator exposure was reported for this event.

Manufacturer narrative:
The bci customer technical support assisted the customer with troubleshooting. The customer stated that the vacuum accumulator was full and the customer emptied it. A field service engineer (fse) was dispatched and replaced the leaking hydro valve. The fse primed the system and the system is now operating acceptably.